Event description:
It was reported that there was no aim beam with the first fiber. It was then reported fiber damaged at tip with the second fiber. The procedure was completed using a third fiber. Patient outcome listed as ¿fine¿. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is partially fractured distal to glue zone; the fiber is fractured at the beveled edge; the distal end of the glass cap was not returned; the heat shrink tube is melted on the last 2 cm from the distal end; the fiber is blackened ; the glass cap exhibits moderate burned detritus. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).